Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device's therapy connector was damaged making it difficult to connect the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy connector to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device's therapy connector was damaged making it difficult to connect the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the removed connector. It was determined that the connector was physical damaged and caused the reported issue.